Event description:
Customer reported a motor error alarm after delivering a bolus. The blood glucose reading was 121 mg/dl. Customer reported that the insulin pump was kept in his pocket but had not been bumped. He stated that the insulin pump was not exposed to a strong magnetic field or MRI. Customer was able to complete the rewind process. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional tests. No motor error alarm. The motor was tested outside of the device and passed. The insulin pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.